Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error alarm noted during testing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a open book error image. Customer¿s blood glucose level was 220 mg/dl. Troubleshooting was performed. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.